Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an 87-year-old male patient experienced sudden respiratory and cardiac arrest. The doctor performed tracheal intubation at the bedside during emergency resuscitation. During the procedure, an air leak was found in the tracheal tube, and the tracheal tube was immediately replaced to complete the resuscitation efforts. The patient was later transferred to the ICU for continued treatment.

Manufacturer narrative:
B1 and b2 - updated. D3 - updated. H6 ¿ updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. The device history file was reviewed. There were no non-conformities were identified that may have contributed to the reported complaint. If the product is returned, this complaint will be reopened for further investigation. Initially, the event was incorrectly classified as a serious injury. Upon review, the findings indicate that the event was limited to a device malfunction with no associated injury. Accordingly, the report has been revised and classified as a malfunction.